Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to inform a product complaint with additional information received from initial reporting consumer, concerns a male patient of unknown age and ethnicity. Medical history: had a heart infarct many years ago and inserted a stent. Concomitant medication: insulin glargine for unknown indication of use. The patient received insulin lispro (humalog lispro), via reusable pen, 8iu in the morning, 4iu before the lunch, 6iu before the dinner and 4iu at bedtime but these dosages altered according to his blood glucose, subcutaneously (in the belly) for the treatment of type I diabetes beginning in 2005. On unspecified date, since beginning the treatment with insulin lispro via humapen ergo burgundy (lot 0612a02 and associated to product complaint number (B)(4) because the device was jammed) the patient experienced uncontrolled blood glucose. On (B)(6) 2013 the patient underwent the following laboratory tests: post prandial glucose: 30mg/dl (reference value: 140mg/dl) and this event was considered serious due to medically significant reason, by the company, glycosylated hemoglobin 8,4% (reference ranger: less than 7%) and blood glucose: 85mg/dl (reference value: 80-99mg/dl). On (B)(6) 2013 the physician of patient stated that he had an intestinal infection and because of this, he experienced hyperacidosis which leaded to increase in his blood glucose. According to the reporter on (B)(6) 2013 at 5pm his blood glucose was 475 and at night, it decreased to 344. Also it was reported that in (B)(6) 2013 at 17pm the blood glucose was 279 and before the dinner it was 110 and on (B)(6) 2013 in the morning, the blood glucose was 129 (units were not provided). Information regarding corrective treatment was not provided and according to the reporter the patient did not recover from event uncontrolled glycaemia. The treatment with insulin lispro was continued. It was the patient who operated the device and was trained. The device model and this reported device had been used for 9 years. The device was returned on (B)(4) 2013, and no malfunction was identified. The reporting consumer stated that events were not related with insulin lispro and with insulin glargine because he believed that his family history of diabetes contributed to the disease and to events. Update (B)(4) 2013. Follow up received on (B)(4) 2013 from initial reporting consumer. Added: arterial stent insertion as medical history, laboratory tests. Deleted human insulin regular (humulin r) as suspect drug once it was reported that patient never received it; added dose and route of administration of humalog lispro; the event lack of effect was recoded to blood glucose abnormal; added postprandial hypoglycemia as serious event, intestinal infection and hyperacidosis as non-serious events. All corresponding fields and narrative were updated accordingly. Lilly company assessment of relatedness ((B)(4)2013): the company assessment is that the events of blood glucose abnormal, gastrointestinal infection, and acidosis are not reasonably possibly related to insulin lispro and the event of hypoglycemia is reasonably possibly related to insulin lispro as the event of blood glucose abnormal (elevated blood glucose) is consistent with the variable nature of the patient's underlying diabetes mellitus and may be more likely related to the concurrent gastrointestinal infection, the event of gastrointestinal infection is a common nonspecific event with multiple possible etiologies, the event of acidosis is likely a metabolic abnormality related to the acute gastrointestinal infection in this clinical setting, and the event of hypoglycemia is an identified risk for the compound. Edit (B)(4) 2013. Upon internal review minor corrections were made in the narrative. Edit (B)(4) 2013: upon internal review for regulatory submission deleted information about frequency because it was conflicting according to the dosage regimen described. Update (B)(4) 2013: additional information received on (B)(4) 2013 from the global product complaint database added the device specific safety summary; added the return date and the manufactured date of the device; updated the malfunction to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Evaluation summary a patient reported that his humapen ergo device was jammed. He experienced hyperglycemia. Investigation of the returned device (batch 0612a02, manufactured december 2006) found that the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.